Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 01-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pains outside of intercourse') in a (B)(6)female patient who had essure (batch no. C68125 / c68119) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dyspareunia ("gynaecological pains during intercourse"), back pain ("lumbar pains"), abdominal distension ("bloating"), headache ("headache"), fatigue ("excessive fatigue"), eye irritation ("burning sensation in the eyes"), epistaxis ("epistaxis"), arthralgia ("joint pains (shoulders, fingers, hips, knees)") and metal poisoning ("proven poisoning with heavy metals contained in the implant"). The patient was treated with surgery (implants removed via total hysterectomy and total salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, abdominal distension, headache, fatigue, eye irritation, epistaxis, arthralgia and metal poisoning outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, epistaxis, eye irritation, fatigue, headache, metal poisoning and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-feb-2022. The most recent information was received on 17-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pains outside of intercourse') in a 46-year-old female patient who had essure (batch no. C68125 / c68119) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dyspareunia ("gynaecological pains during intercourse"), back pain ("lumbar pains"), abdominal distension ("bloating"), headache ("headache"), fatigue ("excessive fatigue"), eye irritation ("burning sensation in the eyes"), epistaxis ("epistaxis"), arthralgia ("joint pains (shoulders, fingers, hips, knees)") and metal poisoning ("proven poisoning with heavy metals contained in the implant"). The patient was treated with surgery (implants removed via total hysterectomy and total salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, abdominal distension, headache, fatigue, eye irritation, epistaxis, arthralgia and metal poisoning outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, epistaxis, eye irritation, fatigue, headache, metal poisoning and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Lot number: c68119, production date: 2014-06-18, expiration date: 2017-06-30. Lot number: c68125, production date: 2014-06-21, expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.